Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage is irregular load to the bending section, resulting in the event since damage was observed on the bending section. However, definitive root cause could not be identified. The subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for ltf-s300-10-3d opeation manual chapter 3, ¿preparation and inspection¿ section 3.7, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope did not display an image during preparation for usage in an unspecified procedure. There were no reports of patient harm.